Manufacturer narrative:
The device history records and inspection records were reviewed, and no similar concerns were found. The device was not returned; however, videos and an image were provided. The first video shows the filter in-vivo, appearing intact with six legs visible in a correct orientation and well centered. The second and third videos show attempts to snare the filter, again with six legs appearing intact. The customer provided an image of the filter post-retrieval showing five legs intact with one leg missing/broken. The root cause of the filter leg fracture is unable to be determined with the evidence provided. The photo evidence confirms the filter leg fracture; however, the timing of the fracture as stated, before retrieving, cannot be confirmed. Evidence provided shows all filter legs intact prior to and during the retrieval process. Most likely this issue is related to the retrieval technique and forces employed by the user.

Event description:
The doctor caught the hook and retrieved the filter successfully with snare and long sheath as usual, after that, he found one of the filter¿s legs left in the patient¿s body. So he reviewed the angiography before retrieving, one of the legs seem had broken. Considering the risk of retrieving the broken leg, the doctor decided to stop the procedure and observed the patient.